Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were going in for surgery in the morning to remove the part of their back that makes their stimulator work because they didn't need it any longer. Patient said their healthcare provider (hcp) instructed them to bring their equipment in for the surgery. Patient said they hadn't used the devices for so long that they don't remember how to do it. Agent asked reason for the removal of the ins; patient mentioned they had improvements of the past 4-5 years, and didn't need the implant any longer; however, they had recently lost weight and the implant was starting to dig into their skin, which started probably 6 months ago. Agent reviewed with patient they will likely need to bring equipment in charged to show to the hcp the ins is fully shut off. When patient turned on the controller they saw 'battery low, recharge controller.' Agent reviewed to let the controller charge on ac power, and explained the hcp may want them to charge the ins, just so they can see for a fact it's powered off. Patient said they will charge the controller and bring equipment in to the appointment, and the doctors can assist them if they need the ins charged, since the battery should be depleted after not being used for about 3 years.